Manufacturer narrative:
Additional information was obtained, revealing that the patient does not have an abbott ipg. The initial report was sent in error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the patient does not have an abbott ipg. The initial report was sent in error.

Event description:
It was reported that the patient's ipg has migrated and is bothering them in its current position. Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
Date of event is estimated. Additional information was requested; however, unknown at the time of this report.